Manufacturer narrative:
UDI: (B)(4). The uniplate cam tightener torque handle (product code: 2897-07-000, lot number: unknown) was not returned. The tips of the cam tightener were found to have been broken. The cam tightener was subsequently submitted for fracture analysis. Also, although the torque handle was originally listed as an unknown part, it was used in conjunction with the cam tightener and is the only torque handle compatible with this tightener. A review of the DHR could not be performed. Since the part was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of the manufacturing records could be completed. The root cause of the cam tightener tips breaking cannot be determined from the sample and information returned. Fracture analysis has determined that a probable root cause may be an unexpectedly high amount of torque placed on the tips during tightening. This may have led to the cam tightener experiencing a quasi-static overload torsional shear failure. Without the torque handle, we are unable to confirm the reported issue or identify the root cause. Without the device we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Physician used 1 new drivers and one end broke while engaging locking mechanism. One end broke before torque sound engaged. Using uniplate with aegis screw.